Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she went to emergency room two times for low blood glucose. Customer stated that the physicians weren't sure why her blood glucose was low. No further details provided at time of call.